Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent tip opened well and continued to deploy, but due to the curvature of the blood vessel, the stent did not open well at the bend. The system increased and decreased tension, slowly pushed and pulled, retrieved and deployed it many times, but it was still not ideal. To ensure the safety and smoothness of the operation, the stent was withdrawn and replaced. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left c5 segment aneurysm with a max diameter of 6.47mm and a 5.31mm neck diameter. The landing zone was 4.79mm distal, and 4.58mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal reaction level. The angiographic result post procedure was good. Ancillary devices include a phenom27 microcatheter.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex device was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil was found to be stretched. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The braid¿s distal end was found to be not open due to the damaged braid, while the proximal end was open and frayed. The braid¿s middle part was not fully open and was damaged. No bends or kinks were found on the pusher wire. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report was confirmed, as the returned pipeline flex braid¿s middle part was not fully open and was damaged. Additionally, the braids' distal end was not open due to damaged braid, while the proximal end was open and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. In this event, the customer stated that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. Therefore, a damaged braid and the user deploying the braid in the vessel bend could have contributed to the failure to open. The braid can be damaged due to re-sheathing more than two times, over-manipulation, deployment technique, delivering/retracting the delivery wire against resistance, or deploying/re-sheathing the delivery wire against resistance. However, the cause of the damaged braid could not be determined. (Manald1 03-oct-2025) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d9, h6: the evaluation codes have been updated for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received . The cause of the resistance and failure to open was not determined, and no specific section of the catheter was identified as having resistance. A continuous saline flush was administered and maintained as indicated in the IFU. No damage such as kinking, stretching, or separation was observed on the pipeline pushwire or catheter. The middle section of the pipeline failed to open, and the device had been placed in a vessel bend at the time of failure. Additional steps were attempted, such as pushing further into the intermediate catheter for support.